Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the es station kit was experiencing incorrect workflow. A field service engineer (fse) confirmed that the issue appeared to be an application issue not a hardware fault. Further, a technical support specialist (tss) confirmed with the customer that the customer needed assistance to link kit to refrigerator as the refrigerator was opened however, they can't open the locked box as the workflow was interrupted. So, the tss sent user guide on how to add kit to a device. After that no response from customer upon sending follow up emails. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es did not recognize the facility kit when loading lorazepam oral concentrate. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es did not recognize the facility kit when loading lorazepam oral concentrate. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.